Manufacturer narrative:
Follow-up #1 date of submission 11/30/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: a review of the black box did not indicate any power issues. There was no activity outside normal use observed in the black box or download history. Visual inspection did not find any damage to the battery cap or battery compartment. The battery cap secured properly to the pump and the pump powered on normally. The pump successfully completed rewind, load, and prime steps and 24 hour duration testing with no power issues occurring. The pump casing was opened and no defects were found to the power circuit. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the battery cap was properly secured, there was no physical damage to the pump, and there was no moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.